Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels greater than 600 (mg/dl) and diabetic ketoacidosis at the beginning of (B)(6) 2016. Customer administered insulin injections to treat bg levels; however, customer was later taken to the hospital. While in the hospital, customer was treated with intravenous insulin. Customer was released a few days later.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.